Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the clinical patient underwent a right total knee arthroplasty on (B)(6) 2014. The patient reported pain, not achieving extension, and clicking on (B)(6) 2015. Subsequently, the patient was revised on an unknown date due to flexion contracture. The femoral component was removed and replaced. Additional information received reported that patient underwent revision procedure on (B)(6) 2016.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the clinical patient underwent a right total knee arthroplasty on (B)(6) 2014. The patient reported pain, not achieving extension, and clicking on (B)(6) 2015. Subsequently, the patient was revised on an unknown date due to flexion contracture. The femoral component was removed and replaced.